Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During, the evaluation of the video system center had no image, when connecting the serial digital interface (sdi) terminal. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event of "no signal in the sdi port" was confirmed. The probably cause was most likely attributed to the sdi1 and sdi2 output terminals were damaged by static electricity while charging. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.